Manufacturer narrative:
Additional information: b7.

Manufacturer narrative:
G3, h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information is not provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
As reported by legal notification, that the patient underwent right knee revision on (B)(6) 2010, approximately 6 years post initial procedure. Patient also underwent an initial left total knee arthroplasty on (B)(6) 2010. Since (B)(6) 2022, patient was wheelchair-bound for several months and required physical therapy. Patient has suffered pain and inconvenience engaging in routine day-to-day activities after the total knee replacement. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.